Event description:
Reported 1 false positive sars result for one patient. Unknown symptomatic or asymptomatic. Confirmation test type unknown.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. Tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. A review of complaint history did not identify any adverse trends. Root cause: cannot duplicate with retain testing. Source: phone.